Event description:
Event description guidant received information that the patient with this pacemaker, which is part of an advisory regarding the c2 capacitor component, experienced a syncopal episode. Review of the external electrocardiogram noted pacing spikes with atrial and ventricular loss of capture. Upon interrogation, the device performed normally; however the lead exhibited out of range threshold and impedances measurements. Ventricular lead dislodgment was suspected and was confirmed by x-ray. The ventricular lead was then successfully repositioned, resulting in good threshold measurements.